Event description:
It was reported to philips that the customer experienced a geometry movement failure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of event and the procedure was completed by manually moving the c arm. A philips field service engineer (fse) went onsite and confirmed that all movements in the c-arm were unavailable. The analysis of the system log file found geo ipc errors and the troubleshooting found the geo ipc was faulty. The defective geo ipc was returned to philips for further analysis. The failure analysis confirmed no failure, but rather a configuration issue (wrong hdd model). However, following the replacement of the geo ipc ivybridge with zmp can and io by the field service engineer has resolved the reported issue. After performing the test movement and acquisition images, the system was returned to use in good working order. The codes were updated based on the investigation outcome.